Event description:
Additional information received from the health care provider (hcp) reported that the patient had a revision in (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a revision recently. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from the hcp regarding reason for revision. Follow up will be submitted if additional information is received.